Event description:
A malfunction was reported on the pump by the caller, but there were no notable events before the incident. The customer's blood glucose level was not adversely impacted, staying below 500 mg/dl. Technical support provided pump reset information and assisted in resetting the pump, which resolved the issue without recurring malfunction codes. The customer was able to continue using the pump and was advised to contact support if any further issues arose.